Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a change in therapy effect. On friday, the healthcare provider (hcp) changed the medication in the patient¿s pump. The reporter later clarified that they "put in more bupivacaine". The patient waited until monday, and thought they were fine. Then on the date of the report, he was feeling a little bit dizzy and felt like the pump was a little too high, and was looking for someone that could turn the pump down. The reporter was referred to their hcp. The patient¿s hcp reportedly would not increase the dose or titrate the dose; therefore, they were looking for a new hcp. The pump system was being used to infuse bupivacaine and dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.